Manufacturer narrative:
UDI: (B)(4). The hakim valve was returned for evaluation. Device history record- lot 3417083, conformed to the specifications when released to stock failure analysis - the valve was visually inspected, no defects noted. The valve passed the test for programming, occlusion, leak, reflux and pressure. No root cause could be determined, as the technician was unable to confirm the problem reported by the customer. The possible root cause for the problem reported by the customer could have been due to bio substance interfering with the valve mechanism, at the time of investigation, no issue was found.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve malfunction: the valve was implanted on (B)(6) 2019 via ventricular peritoneal shunt due to an arteriovenous malformation. The initial setting was 80 mmh20. In (B)(6) 2020, the patient complained about localized pain where the catheter was implanted. The provider was not able to change the setting from 80 mm h2o to 200 mmh2o and the patient required a surgery to explant the valve on (B)(6) 2020.